Manufacturer narrative:
Insulin pump was unable to download data, problem isolated to mother board. Pump passed displacement test, rewind test, basic occlusion test, prime/delivery, excessive no delivery test, occlusion test, self-test, and an unexpected restart error test. No low reservoir alarm, no unexpected restart error alarm and no an external ram crc error alarm noted. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no weak battery alarm and no low battery alert noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted. Unit unable to download data due to poor solder joints on mother board.

Event description:
It was reported via phone call that customer was not able to download insulin pump on carelink. Customer reported that when battery was changed, an unexpected restart error alarm was received and the time and date had to be reset. Customer's blood glucose was 180 mg/dl. Alarm history also showed an external ram crc error alarm. Customer was advised that insulin pump would need to be replaced.